Manufacturer narrative:
An event regarding intraop dislocation involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: no devices were available for analysis. -medical records received and evaluation: no patient medical records were available for review. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found no other events have been reported for the reported manufacturing lot. Conclusions it was noted another manufacturer's device was used with this trident liner, therefore it is unknown how much this contributed to the event. Intraoperative verification of proper range of motion with trials is common practice and the exchange of the insert itself is not indicative of a product problem. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
During a right tha daa approach surgery, the 32d liner was inserted into the tritanium cup, after the doctor prepped the femur using depuy tri lock hip system, doctor put in final hip stem into the femur, during the head trial phase of the case with range of motion, the construct was unstable in the anterior range of motion check, we then had to remove trials and remove the 32 liner with a synthese 6.5 cancellous screw, the doctor then put in a 32 10 degree liner to help stabilize the anterior dislocation, retrialed the femoral head trials, then rechecked the stability with new liner and deemed stable, real head was implanted and patient was closed and sent to the recovery in stable condition.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
During a right tha daa approach surgery, the 32d liner was inserted into the tritanium cup, after the doctor prepped the femur using depuy tri lock hip system, doctor put in final hip stem into the femur, during the head trial phase of the case with range of motion, the construct was unstable in the anterior range of motion check, we then had to remove trials and remove the 32 liner with a synthese 6.5 cancellous screw, the doctor then put in a 32 10 degree liner to help stabilize the anterior dislocation, retrialed the femoral head trials, then rechecked the stability with new liner and deemed stable, real head was implanted and patient was closed and sent to the recovery in stable condition.